Event description:
It was reported that during a surgical procedure conducted at the user facility the profess software froze. The procedure was completed successfully with after the system was rebooted without any delays, medical interventions, adverse consequences or impact to the patient.

Manufacturer narrative:
The reported event of a frozen video stream could be confirmed. Based on the information in the log file the user encountered the frozen video stream message and restarted the system. The log file shows connection issues with the straight suction tool. More specific information as to why the frozen video stream occurred could not be determined.

Event description:
It was reported that during a surgical procedure conducted at the user facility the profess software froze. The procedure was completed successfully with after the system was rebooted without any delays, medical interventions, adverse consequences or impact to the patient.